Manufacturer narrative:
Patient ID and weight were not provided for reporting. Date of event is unknown. This report is for one (1) unknown pfna nail. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown pfna nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient underwent implant procedure on (B)(6) 2017. Post-operative, the proximal femoral nail antirotation (pfna) broke at the area of the blade hole. Patient underwent revision surgery on (B)(6) 2018. Patient and surgery outcome were not reported. This report is for one (1) unknown pfna nail. This is report 1 of 1 for 1 (B)(4).

Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfn blade: (part# unknown, lot# unknown, quantity 1).

Event description:
It was further reported that no fragments remained in the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed part: 02.027.264s lot: 9360777 manufacturing site: bettlach release to warehouse date: 13. Feb. 2015 expiry date: 01. Feb. 2025 the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 17950 was reviewed and the used material was according to iso-5832-1 specification for implants for surgery review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. The returned pfna-nail was forwarded to the manufacturing plant for evaluation. The statement below is a summary of their investigation. The product was returned in a packaging different from the original synthes bag. The laser marking was readable. Traces of use were visible and the nail is broken at citrus form from the nail. The relevant dimensions were measured and have fulfilled the specifications especially, the citrus shape, where the nail was broken, could not be measured. Besides, during the manufacturing process these features were inspected through the inspection sheet was checked and no manufacturing error was found. This product was manufactured according to its specifications. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant feature was measured and have fulfilled its specifications as well as in the manufacturing documentation no issue was identified. Due to no manufacturing issue was identified and this complaint is not valid, therefore no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The evaluation of the device has shown that the blade is worn at the tip and not broken as initially determined during the initial visual inspection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5/d11: updated concomitant device, d1, d4, g1: physical manufacturer, h4. D10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: a review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device: pfna blade perf l105 sst (part 02.027.036s, lot l406031, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported that patient underwent implant procedure on (B)(6) 2017. Post-operative, the proximal femoral nail antirotation (pfna) broke at the area of the blade hole. Patient underwent revision surgery on (B)(6) 2018. Patient and surgery outcome were not reported. Preliminary review of the returned devices revealed fragments of the tip portion of the pfna blade are broken out. This report is for one (1) pfna nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.